Event description:
It was reported by service report that the bed exit alarm was not sounding when the bed exit was in use and set off. It is unk if there was pt involvement, however, no adverse consequences are reported.